Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, non-sustained far-field oversensing and non-sustained lead noise was observed on atrial lead. Noise was not reproducible with isometrics, arm movements or pocket manipulation. The programming changes were made and the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-15427. New information notes atrial lead noise was seen again and was reproducible with pocket manipulation. Programming changes were made. The plan was to monitor the lead. The patient was stable.